Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included uterine bleeding and uterine enlargement. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), colitis ("colitis") and depression ("psychological or psychiatric problems condition: depression") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, irritable bowel syndrome, colitis, depression, uterine leiomyoma, weight increased and back pain outcome was unknown. The reporter considered back pain, colitis, depression, dysmenorrhoea, irritable bowel syndrome, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Lot number: 664442, manufacturing date: 2009-08, expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), colitis ("colitis") and depression ("psychological or psychiatric problems condition: depression") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, irritable bowel syndrome, colitis, depression, uterine leiomyoma, weight increased and back pain outcome was unknown. The reporter considered back pain, colitis, depression, dysmenorrhoea, irritable bowel syndrome, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received-abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), gastrointestinal or digestive system condition type: ibs, colitis, pain , psychological or psychiatric problems condition: depression, reproductive system disorder or condition type of disorder or condition: fibroids, weight gain, lower back pain were added. Case became incident. Lot number was added. Reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.